Event description:
In 2008, the following was reported to boston scientific by the user facility. The patient system caused the patient to have an unintended arrhythmia. The patient had to be defibrillated three times and the case was aborted. The patient was reported to be fine.

Manufacturer narrative:
Device is currently under investigation. A follow-up report will be submitted when investigation is completed. It has been established that conditions that could lead to an unintended, rf induced arrhythmia were present during the procedure. This may be attributed to an improper equipment combination for pacing while ablating, as identified in a previous boston scientific study. The study found that certain combinations of stimulators and recording systems are susceptible to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. These conditions are described in the bsc white paper "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." Boston scientific communicated this information in a customer letter to all of its ep customers in august 2006.